Manufacturer narrative:
Patient was injected with bellafill off-label in the tear troughs on (B)(6) 2016. What was thought to be a lump ("pigmented lumpy line") in her tear trough was diagnosed as xanthelasma on (B)(6) 2018. The treatment for xanthelasma is excision. The xanthelasma has not been removed at this time. While xanthelasma is not harmful, it does require removal to resolve. As of (B)(6) 2018, an excision has not been scheduled. Patient was injected on (B)(6) 2016 with bellafill dermal filler. The account provided two lot numbers: lot f151114; model gbf0508; expiration date: 02/07/2017; manufacture date: 10/19/2015; UDI: (B)(4). Lot f161006; model gbf0508; expiration date: 05/30/2017; manufacture date: 02/03/2016; UDI: (B)(4). Patient was also injected on-label in acne scars in the cheeks at the same time with no issues noted. Both lots had expired at the time of the report; therefore, retained lot samples could not be reviewed. However, manufacturing records were reviewed for both lots: both lots were manufactured according to approved work instructions and met all acceptance criteria upon release.

Event description:
Patient was injected with bellafill off-label in the tear troughs on (B)(6) 2016. What was thought to be a lump ("pigmented lumpy line") in her tear trough was subsequently diagnosed as xanthelasma on (B)(6) 2018. The treatment for xanthelasma is excision. The xanthelasma has not been removed at this time.